Manufacturer narrative:
It is unknown which device caused this adverse event so all system components are being included on this report. Additional system components include: item #rlt261414/lot #20157872/UDI #((B)(4), item #plc271000/lot #20876249/UDI # (B)(4), item #plc271200/lot #20765800/UDI # (B)(4). Investigation pending. The review of the manufacturing paperwork verified that the lots met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2019 the patient underwent endovascular repair using gore® excluder® aaa endoprosthesis to treat an unknown etiology. It was reported that the patient expired the next day. Further investigation is required.

Manufacturer narrative:
Upon further review of the event, it was determined that this event is not reportable. This event involves a pre-existing rupture of the aorta and is not reportable according to our guidelines, this report will be retracted.